Event description:
Caller alleged discrepant results compared with the lab when compared on the same day. Results as follows: inratio: 4.5, lab: 3.1. Caller also stated that venous draw was used on inratio meter. Patient's target range is 2-3.

Manufacturer narrative:
The values of 4.5 from meter and 3.1 from lab were not evaluated dur to sampling/technique error: venous blood was used for the meter test. Only fresh capillary blood should be used with the inratio meter. Products associated to the complaint were not returned. The strip lot number was not provided. No corrective action is required as no product deficiency was established.